Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. At the time of this report, the patient continued to be hospitalized and was recovering from the event. The pd therapy was ongoing. Additional information was requested, but is not available at this time.